Event description:
It was reported by the patient that they had a leadless implantable pulse generator (ipg) implanted and the operation did not go well. They also stated that the physician tried to get something on the other side of their heart to "synchronize it but it did not work". The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.